Event description:
It was reported the patient's battery from 2011 was 'explanted/revised' because it was eroding through the skin.

Event description:
Additional information reported that the device was "not implanted deep enough" into the pocket.

Manufacturer narrative:
Product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3887-28, lot# j0220118v, implanted: (B)(6) 2002, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-09, lot# la0637, implanted: (B)(6) 2002, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).